Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. .

Event description:
It was reported that during da vinci-assisted sleeve gastrectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report resistance on universal surgical manipulator (usm)2 insertion axis. Site proceeded with the surgery. Caller called tech support later, after the ending of the procedure to complaint issue. Tse checked system logs, no related errors were verified in the logs. Tse asked to caller to inspect linear insertion rail on usm2. Loosen screw was found on it. This screw was impacting the usm2 carriage insertion. Procedure was completed robotically without using usm2 as planned with no delay and with no harm for the patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in logs, no related errors were logged. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the insertion top and bottom housing bearings were inspected, and no faults could be identified. The complaint was confirmed based on the field evaluation. Although a definitive root cause could not be established, the probable root cause is attributed to the insertion top and bottom housing bearings in the usm. While the issue was confirmed during the field evaluation, in-house testing was unable to replicate the reported issue.

Event description:
Refer to h11 for follow-up information.